Event description:
Additional information received that the pipeline had been placed in the m1 horizontal segment when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the braid was returned inside a biohazard bag, and a shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the distal end of the braid appeared not opened and frayed. The proximal end of the braid was found opened and frayed. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer report of failure to open at the distal end was confirmed, as the distal end of the braid was not opened and frayed. The cause of failure to open could not be determined. Possible causes include vessel tortuosity and damaged braid. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227622210); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a dense mesh stent surgery involving a marksman catheter and a pipeline embolization device, the stent tip end could not be opened smoothly during deployment. After resheathing, the stent still could not be opened normally. Upon removal from the body, the stent was observed to be deformed. The procedure involved initially positioning the intermediate catheter and the stent microcatheter fa-55150-1030 at the distal end of m2, and after hydrating the stent, it was sent into the microcatheter and reached the m1 horizontal section. Due to the observed issues, the microcatheter and stent system were removed, and a new microcatheter and stent were used to continue the surgery. The catheter was flushed as indicated in the IFU. The surgery was successfully completed without any adverse reactions.